Event description:
It was reported to covidien that 26 events occurred over the time between (B)(6) 2013. It was unk on how many patients the 26 events occurred but all 26 were similar: while monitoring a child aged less than 2 years old (between 3 and 10kg) for a bronchiolitis issue. In each case it was reported that the child (in good clinical status) showed a desaturation of about 88% but when the sensor was lightly pressed, the saturation came back to 97%. The sensors were used less than 24 hours and were changed every day. The sensors were positioned on the child's toe. No pt harm reported.

Manufacturer narrative:
(B)(4). This is the third report of twenty-six. Referencing all 26 medwatch reports: 2936999-2014-00062, 2936999-2014-00016, 2936999-2014-00063, 2936999-2014-00064, 2936999-2014-00065, 2936999-2014-00014, 2936999-2014-00066, 2936999-2014-00067, 2936999-2014-00011, 2936999-2014-00068, 2936999-2014-00069, 2936999-2014-00070, 2936999-2014-00071, 2936999-2014-00072, 2936999-2014-00073, 2936999-2014-00074, 2936999-2014-00015, 2936999-2014-00075, 2936999-2014-00076, 2936999-2014-00077, 2936999-2014-00078, 2936999-2014-00079, 2936999-2014-00080, 2936999-2014-00081, 2936999-2014-00082, 2936999-2014-00083.